Event description:
During a remote follow-up, high capture threshold and high pacing impedance was observed on the left ventricular (lv) lead. The physician suspected lv lead damage to be the cause of the event, however, it was not confirmed via diagnostic imaging. The lv lead was capped and replaced to resolve the event. The patient was in stable condition following the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.